Event description:
N/a.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and confirmed that the message was generated by a communication error. Then the fse had further cleaned the "coil cord connector" while the drive operation test was being conducted by generating the good results. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use , the cardiosave intra-aortic balloon pump (iabp) messaged indicating that maintenance is required appeared. There was no health problems reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.